Event description:
It was reported that the customer had unresponsive keypad on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump had no button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.